Manufacturer narrative:
Other, other text: returned device was received in good physical condition. During the evaluation of the device, no fault was found with the returned device. The heating was found to go to the set temperature of 41.7c and within tolerance. No fault found with the returned device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, no fault was found with the returned device. The heating was found to go to the set temperature of 41.7c and within tolerance. No fault found with the returned device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer would not heat past 39 degrees out of the box. There were no reported adverse events.